Event description:
A nurse reported that the handpiece stopped aspirating during the phacoemulsification step of a surgery. The surgery was completed after changing the handpiece with approximately 3 hours delay with no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).